Event description:
During an in clinic follow up, a loss of capture was noted on the right ventricular (rv) lead. It was noted the rv lead was dislodged. Reprogramming is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.